Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had battery failed alarm. Customer states they are not able to clear the failed battery alarm. The customer also report the software error alarm and customer was able to clear and rewind the pump. Displacement test was performed and passed. The customer¿s blood glucose was 71 mg/dl. The insulin pump will not be returned for analysis.